Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/28/2020. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During the visual evaluation of the device no apparent damage was observed. Leak testing was performed, according with mentor procedure, and it revealed a tear within an area of siltex cracking on the anterior view, measuring approximately 0.2 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation surgery with an 475cc unspecified saline textured implant experienced left sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with two 490cc mentor memorygel breast implants on (B)(6) 2020.